Event description:
Received pt x-rays from surgeon regarding proximal femur case. May have been for failures of locking proximal femur plates. Non-union of femoral neck, hardware was removed in 2004. Intraoperative cultures - infection, IV abx. Pt underwent hemiarthroplasty in 2005.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.